Event description:
The technician alleged that the beds back right brake caster is not braking or locking. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.